Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the tube holder, sides, and corners, the bottom case was cracked and missing a rubber foot, alternating current receptacle and both plunger cases were cracked, and the battery and battery door were missing. A review of the event history log identified motor not running. During functional testing using the occlusion test, the reported issue of the motor not running was duplicated. The root cause of the problem was related to normal wear of the pump as it is over 13 years old. Replaced motor assembly including motor and drive train assembly. (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4).

Event description:
It was reported that the pump's motor was not running and the battery door was missing. No patient injury was reported.